Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-01817. Added h.3 and h.6 type of investigation and investing findings. Corrected h.6 investigation conclusion. The delivery system was returned for evaluation. During visual inspection a balloon burst was observed longitudinally and radially. No pieces of the balloon were missing. Balloon material was bunched at the distal portion of the delivery system. Damage to the distal tip of the sheath was observed. Due to the nature of the complaint, no functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from specifications could be indicative of an issue during manufacturing of the component, as a thin wall could contributed to the observed burst. All measurements met specifications. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed, and other similar complaints were identified. In these cases, patient factors contributed to the reported events. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Post procedural imagery and images of the patient's anatomy were provided. The balloon and delivery system could be observed stuck at the distal tip of the sheath. A longitudinal balloon burst was observed. Ripped balloon material bunching at the distal shoulder could be seen. Calcification was present in the patient's annulus, stj, and leaflets. The IFU, device preparation manual, and device training manual were reviewed. During valve delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment by first unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The balloon burst and withdrawal difficulties were able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional measurement of the balloon wall thickness met the respective specification. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during a tf tavr case the delivery system burst at the end of valve deployment'. It was noted that patient had calcification present in the leaflets/annulus and at stj section. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted an additional 1cc was added to the nominal volume as per the case notes. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combination contributed to the event. Available information suggests that patient factors (annulus calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. As reported, 'during withdrawal of the delivery system into the sheath the team was able to withdraw most of the device into the sheath, but the nosecone was still sticking out and the balloon was bunched up at the tip'. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdrawal difficulty into the sheath. The slight distal bunching observed on the inflation balloon is indicative of the balloon catching on the sheath tip. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01817. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system burst at the end of valve deployment. No regurgitation was noted. During withdrawal of the delivery system into the sheath the team was able to withdraw most of the device into the sheath but the nosecone was still sticking out and the balloon was bunched up at the tip. The devices were removed as one unit. The patient did have a significant calcium deposit in the annulus at the right cusp. Of note, 1cc extra volume was added to the balloon.